Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) impedance measurements of less than 200 ohms, noise, oversensing, and less than one second of pacing inhibition. The patient was not pacemaker dependent and was not symptomatic. In bipolar configuration, there was no capture and no sensing. The physician was notified of this. No adverse patient effects were reported. The device remains in service.